Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Repair of esophageal hiatus hernia. According to the reporter: after using the product for three times. A nurse received the product from surgeon to exchange to a new reload. However, the nurse noticed that reloading button was missing. It was found on the floor around the back of an device operator. The device was removed after that. A new reload was loaded, but it was unusable. To continue the procedure, surgeon performed hand sewing. Operating time not extended. The patient gender, age, and weight are not provided.